Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), an elevated blood glucose (bg) level of 400 mg/dl with high ketones, and chest pain; cause was unknown. Additionally, the customer went to the emergency room (ER) where customer was tested for kidney and heart issues, as customer recently had issues with both. Additionally, unspecified pain medication was administered. The customer left the ER in pain, was vomiting, and high blood pressure. The customer was subsequently admitted to the hospital where insulin was used to resolve the issue. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage.